Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high impedance measurements on the left ventricular (lv) channel. Upon review, technical services (ts) stated that there was an abrupt rise in the impedances with measurements at 1425 ohms. There was also decrease in intrinsic amplitude which were noted high earlier. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in entire section e of initial reporter and section g2 report source.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high impedance measurements on the left ventricular (lv) channel. Upon review, technical services (ts) stated that there was an abrupt rise in the impedances with measurements at 1425 ohms. There was also decrease in intrinsic amplitude which were noted high earlier. This device remains in service. No adverse patient effects were reported.